Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level of (339 mg/dl) the customer took a bolus to stabilize bg level. The customer was unsure on what caused elevated bg level. During troubleshooting with tandem technical support a system check was performed indicating the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.